Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, only two of the bands could be deployed; the other bands would not deploy. No damage was noted to the device, or device packaging. There was no difficulty during the setup of the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
A visual examination of the device found six bands loaded on the ligator head with five bands partially deployed. The ligator head teeth were damaged. The suture was broken, and the rubber scope adaptor was torn. Failure to tighten the trip wire could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure, it could cause the thread to move over the ligator teeth without deploying the bands properly and damaging the ligator head teeth, as found with this device. It cannot be confirmed that the trip wire was not secured properly during use; therefore, the most probable root cause was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, only two of the bands could be deployed; the other bands would not deploy. No damage was noted to the device, or device packaging. There was no difficulty during the setup of the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.